Event description:
The device was used during a procedure on the colon. Reportedly, the staples were missing. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/15/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated in h-3 and evaluation indicated in h-6. Evaluation of the device found the reported condition of lack of staples in the device was not confirmed as the instrument was returned with a full complement of staples present. However, the device had a prematurely engaged interlock mechanism which was attributed to the user inadvertently engaging this safety mechansim during handling of the device prior to use. When the interlock feature reset, the device performed according to specifications.